Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history showed travel course error. Functional testing was performed and the reported issue was confirmed. It was found that the main printed circuit board (pcb) was broken off, the barrel clamp guide was cracked, and the clutch, leadscrew and plunger tube seal were worn. All damaged parts were replaced to resolve the issue.

Event description:
It was reported that the plunger motor was making a loud knocking noise. There was no patient involvement. Device evaluation revealed a motor rate error and a broken printed circuit board.